Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-operative, there was an isolated measurement of high threshold, high impedance, and noise. Additionally, a connection issue was raised. ¿soft maneuvers¿ were performed above the connector and the threshold, sensing, and impedance's were found to be within the normal range. Following, the patient presented to the emergency room due to an audible alert which was attributed to episodes of noise and high impedance. Threshold and impedance measurements were found to be within normal range, although very unstable. The patient was later seen and upon interrogation there was a high impedance value. After maneuvers were performed above the device and connector and myopotential simulation was applied, the value decreased and became stable. The patient will be monitored and is scheduled for an office visit in three months. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.